Manufacturer narrative:
Concomitant medical products: product: 693565, lead; implanted: (B)(6) 2009; product: 429688, lead; implanted: (B)(6) 2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) after receiving therapy from their cardiac resynchronization therapy defibrillator (crt-d), and a remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the patients right ventricular (rv) lead had triggered an alert for high rv thresholds. The right atrial (ra) lead had also triggered an alert for high thresholds and occasional p-wave undersensing was noted. Both the rv and ra leads remain in use. No patient complications have been reported as a result of this event.